Manufacturer narrative:
The service engineer (se) evaluated the device and verified the reported issue. The se replaced the single computer board and pump assy. The se performed testing and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the ht70 ventilator had a device alert, stopped ventilating, alarmed and notified staff. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.